Event description:
Alert from patients latitude home monitor for: "voltage was too low for projected remaining capacity". Bsc [boston scientific] tech support recommended pacemaker generator change within 90 days. Pacemaker generator was changed [redacted].